Manufacturer narrative:
Date sent: 02/13/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the surgeon reported the inactive pad on the device melted during the initial stages of the procedure and the white pad was destroyed. There were no device pieces left in the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.